Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging. This device is not distributed in us so that unique identifier is blank.

Event description:
When used, the image tends to be cloudy. This event occurred at the time of during use. There was no report of patient harm.